Event description:
It was reported that "the original surgery was a spinal fracture. Xia 3 spinal instrumentation was placed from l4-s1 and connected with a 5.5. Rod. Surgeon noted in a follow up that an s1 pedicle screw appeared to be broken (waiting on surgeon response on what side was affected). Surgery was scheduled to remove the hardware on (B)(6) at (B)(6) hospital in (B)(6). During the removal of the blocker it was proven that the tulip had actually disengaged from the screw shank."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.